Event description:
It was reported that a patient underwent an enlarged radical surgery for colon cancer on (B)(6) 2024 and suture was used. The doctor and nurse found that the tip of the needle was missing about 1mm before closing the body cavity. They immediately reported to the doctor for search but were unsuccessful. They immediately reported to the team leader and head nurse during the tour and searched around the incision, surgical field of view, and operating table but were unsuccessful. Notify the radiology department to take x-rays in both the front and side positions of the operating room. After reading the images, it was confirmed that there were no foreign objects left, and the chief surgeon decided to give up the search. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/19/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ were there any patient consequences? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.